Event description:
It was reported that the patient has been hospitalized due to an infection at the ipg site and an unrelated health issue.

Manufacturer narrative:
The device history and sterilization records were reviewed and found to meet specifications. No anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.